Event description:
While using the fascia blaster made by ashley black I continually bruised myself so bad I have given myself hemo stains on my legs. The product did not come with any of the symptoms I had - there was no warning that I would have scars left on me, and severe detox where it left me in bed for over a week. I have a pre existing condition thyroid disorder and several autoimmune diseases and I was not told that it could worsen them or bring them out again. (B)(4) ads are misleading to the public. There is not enough information on this new product or the damage it can do! She listed it at first as a class 1 medical device then later said it was not. I don't know what is going on with that? I am sick and my muscles have atrophied and I am still trying to get my hormones back in line after this mess! Yesterday I saw a new warning when I went to her website that was not previously there. She has new protocols come out on how to use this device but unless you are glued to the computer daily you do not know!